Event description:
On (B)(6) 2009, I had a right hip replacement. My dr used a depuy pinnacle metal on metal hip implant. Since then I have had terrible pain in my right hip and groin area. There is also a clicking and popping noise and I fell that if I move a certain way that I will dislocate my hip. I have also had other health problems after my hip surgery. These are: abnormal EKG, higher blood pressure, higher body temperature, difficulty reading, lips swollen and cracked, loss of hair, loss of energy, trouble sleeping, trouble urinating, depression, mood swings and pain in my kidney area. Since I have a lot of pain in my hip, I frequently use a cane or walker. If the pain is severe, I use a wheel chair. I developed bursitis in both hips as well as plantar fasciitis in both feet. Dates of use: (B)(6) 2009 - (B)(6)2011.